Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. Initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implants in tooth sites #34 & 35 were removed due to nerve injury.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2024-01275. The catalogue number was corrected to tsvb10 and the lot number was updated to unknown. Multiple reports are being submitted for this event. The following sections are being reported: g4: additional 510(k) numbers are k011028 and k013227. Zimvie received one implant for evaluation. Visual evaluation was performed. The returned implant had some markings. However, no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.